Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airway related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. Pil observed minor dust/dirt contamination on top and bottom enclosures, accessory module flip door, sd cover flip door, ui panel, blower box, blower, blower outlet seal, rear panel, p4 power connector, dc jack color insert. Unknown contaminate on top and bottom enclosures, accessory module flip door, sd cover flip door, ui panel, and rear panel. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. Pil is unable to address the symptoms outlined in the complaint. Pil did observed dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of conataminants and evidence of liquid ingress.